Event description:
Boston scientific received information from the local sales representative that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a heart rate in the 20 beats per minute (bpm) range and experienced a loss of consciousness. The patient was hospitalized and upon device interrogation, it was discovered that the device's battery had expired. The device is currently in storage mode with a battery voltage of 2.15 volts and the charge time was greater than 9 minutes. The crt-d had declared end of life (eol) due to the charge time back in january. The crt-d was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.